Event description:
It was reported that the system intermittently locked up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated during the service call. The system was then tested and found to be working as intended and put back into service.